Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years, 2 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. The patient remains ongoing on vad support with no subsequent reported issues. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the vad coordinator to advise that they experienced an audible and visual low speed alarm. The patient was asymptomatic. The following day, the patient presented to the clinic where interrogation of the system controller by the health care professionals revealed several normal pulsatility index (pi) events but no other alarms were present. The system controller data log file was submitted to the manufacturer's technical services representative for review. A pump stoppage that lasted for approximately 3 seconds was captured on (B)(6) 2015 between 0:30:34 and 0:30:36. This occurred while the system controller was connected to the power module. On (B)(6) 2015, technical services performed a percutaneous lead distal end replacement. No further alarms were reported after the repair.

Manufacturer narrative:
Additional information: pump explanted on (B)(6) 2015.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2015 due to continued pump stoppage events. The patient is doing well. The pump will be returned for evaluation.

Manufacturer narrative:
The report of red heart and low speed alarms, and pump stoppage events was confirmed based on the submitted log files; however, a specific cause for the reported event could not be determined. On 10/26/2016, a section of the percutaneous lead (lead) approximately 14.5 inches from the metal connector was returned for evaluation. Rescue tape was present at approximately 2 inches to 3 inches from the metal connector, and damage to the outer jacket of the lead was identified underneath it. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer of the lead. A minor kink in the bionate layer was identified and breakdown of the metal shielding was identified from approximately 2 inches to 4 inches from the metal connector. Abrasion marks were identified near the metal connector on the black wire; however, no breach in the insulation of the wire was identified. Visual inspection, after conducting a high-potential (hi-pot) test, identified a breach in the insulation of the yellow wire approximately 12.5 inches from the metal connector. The damage matched up to the end of the bionate layer and appeared to be consistent with tool damage. It is possible that this damage was caused during the percutaneous lead replacement and therefore, a correlation between this identified damage and the reported event could not be conclusively determined. The rest of the wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. In summary, the evaluation could not confirm the location of the suspected wire damage. On 12/15/2015, a second percutaneous lead repair was performed. Approximately 19 inches of the external portion of the lead, including the previous repair, was returned. Continuity and hi-pot testing on the returned portion of the lead did not identify any breaches to the wires that would have resulted in the reported events. The patient underwent a pump exchange on (B)(6) 2015. According to the information, the patient¿s pump was reportedly disposed. A full evaluation of the device could not be conducted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the manufacturer was informed by the hospital personnel that the patient's explanted pump must have been disposed of already as they do not have the pump anymore.

Manufacturer narrative:
The second replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on (B)(6) 2015, log file data reviewed by technical service confirmed pump stoppage events on (B)(6) 2015. The patient was presented in clinic on (B)(6) 2015 with reported pump stop alarms. The system controller was exchanged and the patient was admitted. On (B)(6) 2015, the technical service team was on site and performed a second percutaneous lead distal end replacement. There were no pump stoppages after the repair when the power module was in use.